Manufacturer narrative:
Natus tech support has requested product return for further investigation. Device history was reviewed and this device passed all tests and was calibrated successfully to high and low intensity value in september, 2017. Once we get the device back to natus factory service a supplemental will be filed.

Event description:
The customer reported to natus about their neoblue 3 led light intensity measured low with their olympic bili-meter. Customer did not mentioned patient involvement or of any death/serious injury, delay in treatment, or environmental/safety concerns.